Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized on (B)(6) 2016. Customer's blood glucose was unknown. Customer had symptom of excessive vomiting and not feeling well. Customer was hospitalized due to high blood glucose and vomiting. Customer was treated with insulin drip and novalog. Customer was wearing insulin pump at the time of hospitalization. Caller was not able to continue troubleshooting and call was lost. Infusion set would be replaced.